Event description:
A report was received from health canada's canada vigilance program which states, "the device had a communication error and the device stopped working due to battery connection issue." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A report was received from health canada's canada vigilance program which states, "the device had a communication error and the device stopped working due to battery connection issue." There was no information on patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "the device had a communication error and the device stopped working due to battery connection issue." There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem, other occupation, report source, report source other, imdrf annex e and f codes.